Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the antenna and the charger get warm while the pt recharges her ipg. Her ipg remains at normal temperature while recharging. The pt was sent a new charging system. The replacement charging system resolved the issue.